Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a mucosectomy procedure within the stomach, performed on (B)(6) 2012. According to the complainant, post mucosectomy, a resolution clip device was advanced to the target mucosal tissue, to clip the tissue walls closed. However, once advanced, the clip assembly was not able to be exposed from the oversheath. The device was withdrawn from the patient, and then the procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition following the procedure was reported as being okay. This event has been deemed reportable based on the investigation results; oversheath cut.

Manufacturer narrative:
(B)(4) for the evaluation finding of oversheath cut. A visual examination found that the device returned with the clip assembly detached from the bushing, but still attached to the control wire via the tension breaker and yoke. Functionally, the clip assembly was able to be advanced smoothly. Additionally, the prongs were not able to be opened, but the clip assembly was able to be deployed with one distinct click being audible. A kink was present in both the control wire and coil; the two kinks were observed below the handle in the middle of the device. Furthermore, approximately 15mm of the oversheath with attached blue sheath grip was received for analysis. Analysis of this returned section revealed that the oversheath had been cut. Analysis of the incident device failed to confirm the reported event that the clip assembly was not able to be exposed. However, the evaluation revealed that approximately 15mm of oversheath was returned for analysis. This damage likely resulted from anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. Additionally, based on this finding, this event has been deemed MDR-reportable. A review of the device history record (DHR) was performed; no anomalies were noted.